Manufacturer narrative:
Device evaluated by MFR.: upon device return and inspection, it was observed that the guidewire lumen was no longer adhered to the tip of the spline cage. Due to the delamination of the guidewire lumen from the tip of the spline cage, deployment of the catheter was not possible. The reported event was confirmed.

Event description:
Reportable based on returned device analysis completed on 29 july 2024. It was reported that a failure to deploy the catheter occurred. During a pulse field ablation (pfa) procedure to treat atrial fibrillation, a farawave pfa catheter was selected for use. After the left veins were ablated and the catheter was in flower with the right inferior pulmonary vein (ripv) wired and while advancing the catheter into antral position, an audible click was heard from the handle of the catheter, and the catheter went into a low profile and was no longer deployable. The catheter was removed and tested, and the physician could not change the profile of the catheter after removal. A second catheter with the same lot number was then taken, and ripv isolation was completed. During the remainder of ripv isolation, an almost identical problem developed, and that catheter was removed. A new catheter with a different lot number was then used to complete procedure without incidence. Both faulty catheters were returned for analysis. However, analysis of the retuned device revealed that the guidewire lumen was no longer attached to the tip of the spline cage.